Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the insulin pump went off and had a solid white display. Blood glucose value at the time of event was 246 mg/dl. The customer was treated with a manual injection. The event involved product(s) mmt-332a, mmt-1880l, mmt-243a. Troubleshooting was partially performed for high blood glucose event as the customer declined further troubleshooting. Troubleshooting was performed for the solid white display and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. No product return is required for mmt-332a. The customer will discontinue use of the insulin pump. Mmt-1880l was requested and the customer response was that the device will be returned. No product return is required for mmt-243a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with blank flashing white display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank flashing white display. Unable to download history files and traces using thump due to blank flashing display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2, corroded battery tube. ¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay and corroded battery tube. Blank flashing white display was confirmed during analysis due to moisture damage on pcba 1/ pcba 2 and corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.